Manufacturer narrative:
This report is submitted on december 15, 2016, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient was experiencing skin overgrowth and skin issues at abutment site, subsequently the patient was treated with antibiotics (type and date not reported).